Manufacturer narrative:
The reported even of no communication/wireless comm issue was not confirmed. At receipt the ipg successfully communicate with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported after an MRI the ipg would shut off unintentionally. In turn, the ipg was explanted and replaced to address the issue.